Event description:
A customer contacted beckman coulter inc. (Bci) regarding three erroneously high accu tni results on three patient samples. However, results were supplied only for one patient. The initial result was 1.5ng/ml and 0.29ng/ml upon repeat. The sample was tested on a different instrument and an accu tni result was 0.24ng/ml. Results were not reported out of the lab. There was no affect or injury to patient or user connected to or attributed to this event.

Manufacturer narrative:
Qc was within the expected ranges. The sample was run through the closed tube accessing (cta) system when tested on the lxi instrument. A field service engineer (fse) was dispatched: a) the fse conducted a diagnostic testing with good results. B) the fse ran a carry over testing on the cta unit which failed. C) the fse replaced active wash station and verified system. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.